Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with no battery installed. The insulin pump had cracked reservoir tube lip and minor scratched lcd window. Data analysis: (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose of 47 mg/dl on (B)(6) 2016 at 10:54pm. The caller stated that he customer was diagnosed with liver cancer after (B)(6) of 2015. The customer passed away at home, on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller stated that the customer was under hospice care, was under morphine, and treatment of the low blood glucose was not a factor, as the customer was laboring to breath. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The caller declined carelink upload as they did not feel comfortable installing programs on their computer.